Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after receipt of device for investigation.

Event description:
During a cervical nucleoplasty procedure, the tip of the spinewand was reported to have detached and remained in the patient's disc. When the spinewand was withdrawn from the disc, the tip detached and remained in the patient's disc. There was no reported patient injury or complications.